Manufacturer narrative:
(B)(6). The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and unsatisfactory cosmetic appearance.

Event description:
Healthcare professional reported breast changed shape. Hard. Exploration showed capsular contracture. This relates to left side. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified deformation, cloudy and red/white encapsulation. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported breast changed shape. Hard. Exploration showed capsular contracture. This relates to left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side breast changed shape, hard, explantation showed capsular contracture baker grade unknown. Device has been explanted and replaced with non-allergan device.